Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The facilities biomed found the power control module was damaged. The power control module was replaced to repair the bed.